Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the abdomen on the (B)(6) 2017. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and confirmed customer complaint. Based on visual inspection, testing concluded that the sensor wire for (B)(4) is still attached to the housing puck. The reported event of detached/missing sensor wire was not confirmed. A root cause could not be determined.